Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/30/2022 to 01/24/2025. There was no data available to verify unexpected alarm(s)/suspends and total bolus/basal delivery for the event date of 26-jan-2025. In further review of the formatted history file 1 week prior to the event date of 26-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/18/2025 06:22:00.000, 01/18/2025 13:01:00.000. Lostsensor2alert (781) was found on: 01/18/2025 13:17:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 93 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Low battery alert was found on: 01/18/2025 12:19:00.000. Insert battery alarm was found on: 01/18/2025 12:21:25.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. No unexpected low battery alert noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.43 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 2 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor glucose value and blood glucose value, hyperglycemia and diabetic ketoacidosis. The customer reported blood glucose value of 700 mg/dl and sensor glucose value of 215 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1884, mmt-431ag, mmt-342, mmt-7040a. Troubleshooting was partially performed and the value difference was not within the target range and more than 30%. Customer has been using the insulin pump system within 48 hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and sensor. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342. Mmt-7040a was requested and customer response was the device will be returned.